Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Customer changed the infusion set and reloaded the cartridge to resolve the issue.